Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys tsh assay (tsh), elecsys ft4 ii assay (ft4 ii) and elecsys ft3 iii (ft3 iii) on a cobas 8000 e 602 module compared to the siemens centaur xp method at an external laboratory. The erroneous results were reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with (B)(6)for information on the ft4 ii erroneous results and medwatch with (B)(6) for information on the ft3 iii erroneous results. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The e602 module serial number was not provided.

Manufacturer narrative:
The patient sample was submitted for investigation. The customer's high ft4 ii and ft3 iii results were reproduced. The tsh results were within the reference range. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This most likely caused the high ft4 ii and ft3 iii results. This interference is covered in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." It should be taken into account that tsh results can be different from different analyzers from different manufacturers. This relates to the overall setup of the assays, the antibodies used and differences in reference materials/methods and the standardization methodology used. The incidence rate of the identified interfering factor is monitored on a quarterly basis.